Event description:
It was reported that the bearing sleeve device was "getting hot". The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.